Manufacturer narrative:
The plant investigation is in progress. A supplemental medwatch report will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis patient discovered a fluid leak coincident with peritoneal dialysis therapy. The patient awoke during an unspecified phase of their treatment and found that solution was leaking onto their feet. The patient then noticed that their extension set had disconnected from their catheter. The connector was said to be on the floor and broken. The patient cancelled their treatment on the cycler and reverted to manual supplies. Follow up with the patient¿s nurse verified that the patient did not experience any injuries or require medical intervention as a result of the issue. The extension set was discarded following the leak. The patient has since been able to continue with peritoneal dialysis therapy without complications. Additional information was requested but was unavailable.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history records (DHR) review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The patient's pdrn clarified that the patient's tubing "fell apart" while the patient was connected to the cycler for pd therapy. This resulted in a fluid leak for which the patient clamped and tied a knot in their catheter. The patient's transfer set was changed and prophylactic antibiotics were provided. Should additional information become available, a supplemental report will be submitted.